Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call the insulin pump was chipped and that the reservoir would come out at night. The blood glucose reading was 300 mg/dl. The customer reported a crack from the b button to the reservoir chamber and a chip on the reservoir tube lip. The customer also reported a chip at the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.